Event description:
The customer reported that during the last two weeks of (B) (6) 2009, there had been a tube with a blown cuff where the pt required a non-routine replacement of the tube. The tube was discarded and the customer had no other details of the event.

Event description:
Caller reported blood glucose results of 212 mg/dl and 98 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.